Event description:
Patient revised on (B)(6) 2020 for dislocation, 4 months after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+6 standard humeral cup, then implanted a 40mm centered glenosphere with screw and 135/145 40/+6 stability humeral cup.